Manufacturer narrative:
Correction: please retract this report 2017865-2025-98701 as the review of additional information indicates that the device should not have been reported.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the patient's pacemaker exhibited noise. No intervention was performed. The patient was in stable condition.